Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation, when the clip was loaded into the blue introducer sheath, the sheath went underneath the clip arm. The sheath was unable to be freed from the clip arm without ripping the sheath. It was confirmed that the clip introducer was torn. Clip was replaced and continued the procedure. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.